Manufacturer narrative:
Evaluation method code: device history reviewed. Results code: device history found the product met specifications when released for distribution. Conclusion code: cause of event cannot be determined. Analysis: the valve was not returned for analysis. Conclusion: the device history record was reviewed, and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without return of the valve for evaluation, no definitive conclusion can be drawn regarding the performance of the valve.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 3 years, was explanted due to regurgitation.